Manufacturer narrative:
A device history record review was conducted; no anomalies were identified. The product was released based on the products acceptance criteria. A complaint history examination indicates this is the fifty-second complaint received for leaking against the components of the reported lot. No sample has been returned for evaluation; therefore, the condition of the product could not be verified. Due to an observed increased trend for this event, an internal investigation was initiated to determine if corrective and preventative actions were necessary. A root cause for the increased complaint rate was found to be related to a manufacturing post assembly inspection practice. This complaint's reported lot is identified as an affected manufacturing lot. The post assembly inspection has been discontinued and an effectiveness check has been established and will be monitored periodically. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A non-safety medical device correction was completed on august 12, 2015 and a manufacturing change implemented to address the root cause. All potentially impacted alcon customers have been contacted, trocar plugs made available, and other risk mitigations discussed. Additional information has been requested. (B)(4).

Event description:
A nurse reported that valved trocars leaked at the start of a combined phaco with intraocular lens (iol) implant and vitreoretinal surgery . The procedure was completed with the same trocars. There was no patient harm but a 10-15 minutes delay. Additional information has been requested. This is one two reports being filed for the same facility. This report is for the female patient.